Manufacturer narrative:
Additional information : three (3) actual samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and it was noted that the returned samples failed clear passage testing. There was no flow through the sets as there was a blockage. The reported condition was verified. The cause of the reported condition was a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of extension sets with one-link needle-free lv connectors would not flow while using non-baxter syringes. It was further reported that the connection was able to be made between the two products, although nothing would flow through. The syringed was used with a 10ml normal saline intravenous flush syringe. This issues was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.